Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit the customer got a positive result for all the tests. The customer also ran the control for that box and it was invalid. There was an occurrence of 30 patient tests affected but the customer refuses to give any extra information. No patient impact was reported. The following information was provided by the initial reporter: customer states that they are testing 256045 - kit flu a+b 30 test physician veritor and they are getting a positive result for all the tests, also they ran the control for that box and was invalid. Customer states there were 30 test affected from the kit lot no. 0321884, they refuse to give any extra information.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿false positive results and invalid results¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number 0321884. Bd quality performs a systematic approach to investigate false positive result and invalid results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Bhr analysis and retain sample analysis results were acceptable. Returned product testing was completed and all devices had normal intended results. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive and invalid results were conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit the customer got a positive result for all the tests. The customer also ran the control for that box and it was invalid. There was an occurrence of 30 patient tests affected but the customer refuses to give any extra information. No patient impact was reported. The following information was provided by the initial reporter: customer states that they are testing 256045 - kit flu a+b 30 test physician veritor and they are getting a positive result for all the tests, also they ran the control for that box and was invalid. Customer states there were 30 test affected from the kit lot no. 0321884, they refuse to give any extra information.